Event description:
Additional information received reported that the reporter was not sure of the cause of the event. Signs and symptoms associated with the event was that stimulation was not in pain areas. There were no abnormal impedance measurements. It was noted that there was a surgical revision on (B)(6) 2014. The patient did not require hospitalization due to the event. The device would not be returned. There was no MRI, x-ray or CT scan. There was no reprogramming. The patient outcome was non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled for a ¿battery lead¿ replacement due to stomach pain and stomach stimulation. It was unknown when the problem started. It was noted that the caller was made aware of it one day prior to report. Additional information received reported that impedance was fine. It was noted that there were no malfunctions seen and the cause of issue was not determined. The replacement was completed on (B)(6) 2014. It was noted that the manufacturer representative was not sure if the patient was receiving effective therapy yet. Additional information received reported that the patient was not receiving effective therapy. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).